Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-75, serial/lot #:(B)(6), ubd: 23-aug-2011, UDI#: (B)(4); product ID: 3 777-75, serial/lot #: (B)(6), ubd: 01-feb-2012, UDI#: (B)(4) h3: product ID 37713 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 3777-75 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 3777-75 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken. The lead was cut by the physician and when he pulled it out, there was a part still in the patient where it was tunneled between the spine and the pocket. It became unraveled. Upon further pocket dissection, he was able to remove what he could see but is concerned there could be some left behind. The channel where the lead was is heavily calcified making the visibility of a foreign body on x-ray very difficult. Tried using x-ray to see any lead fragments and also dissected the pocket and spinal incision sites to look for fragments. Doctor is unsure if all components of the lead were removed from the patient.  The doctor would like this expedited because he would like to replace the system. If it is found there is a fragment left behind, he wants to have a colleague assist with its removal when he replaces the system to ensure MRI compatibility. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.